Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that patient obtained back-to-back results of 18.0 mmol/l and 6.5 mmol/l on the aviva system. Quality control testing had reportedly been performed on the system and values were within the acceptable ranges. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for evaluation.